Event description:
It was reported that the lead wasn't available for return. The surgeon stated the lead was damaged, but it is unclear that this was visible or that he just believed this. It is also not know whether pin reinsertion of the lead into the generator was tried. No further relevant information has been received to date.

Event description:
"It was reported that the patient had no seizures for 4 months. However, in august, she had several seizures. The impedance was measured and found to be high. Multiple system diagnostics confirmed high impedance. X-rays were taken and examined by the doctor and no reason for the high impedance reading was identified. The patient said there was no trauma to the site, like falling. The patient underwent surgery to resolve the high impedance. When the generator was connected to the lead, the impedance was high. When the generator was connected to a test lead pin, impedance was ok (dcdc-1). The surgeon therefore replaced the lead and the high impedance resolved. The manufacturer's device history records of the lead were reviewed. The lead passed final functional and quality specifications prior to release for distribution. No further relevant information has been received to date. The explanted lead has not been received to date.